Event description:
It was reported that on an unknown date, a 29mm navitor valve was selected for implant using a flexnav delivery system (ds). Bulky calcification was observed in the left ventricular outflow tract (lvot). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully 1-2mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Post-implant, moderate paravalvular leak (pvl) was observed. On (B)(6) 2026, the patient presented with complaints of shortness of breath and chest pain. The pvl had worsened to severe resulting in hospitalization of heart failure. The patient was reported to be in an unstable condition.

Manufacturer narrative:
An event of a device malposition, perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information the cause for the reported perivalvular leak could be related to the implant depth and/or patient calcification, however, this could not be determined. The reported aortic valve insufficiency/ regurgitation, chest pain, and angina are likely a cascading effect from the event. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.